Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; malpositioning of the initial implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient later reported si joint pain symptoms. The surgeon determined that the caudal positioned implant was malpositioned and not fully across the si joint. Three weeks after the initial procedure, the surgeon removed the caudal positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.